Event description:
It was reported that; former surgery happened and the patient went to hospital because of cervical spondylosis of postoperative that the intervertebral fusion cage was subsidence. The doctor did anterior revision for her; removed internal fixation, used composite titanium plate fixation. In the operation, successfully applied of screws and titanium plate , saw from the intraoperative cervical x-ray that the screw position was good. But after six days ,reviewed by the cervical x-ray examination, the doctor found that the screw was backing out .revision is scheduled.

Manufacturer narrative:
Method: device not returned; results: manufacturing records for this product were reviewed and no anomalies were found. The stryker rep stated that the patient had osteoporosis and high blood pressure. The instructions for use part of the surgical technique specifies that fusion is influenced by the patient's health. Conclusion: the probable root cause is the patient's health for the screw backing out.

Event description:
It was reported that; former surgery happened and the patient went to hospital because of cervical spondylosis of postoperative that the intervertebral fusion cage was subsidence. The doctor did anterior revision for her; removed internal fixation, used composite titanium plate fixation. In the operation, successfully applied of screws and titanium plate , saw from the intraoperative cervical x-ray that the screw position was good. But after six days, reviewed by the cervical x-ray examination, the doctor found that the screw was backing out. Revision is scheduled.